Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported a unit that is alarming: "loss of gas not ventilating safety valve low peep low ve invalid gas ID". They attempted to correct the problem by calibrating the air inlet transducer and the blended gas transducer, but the problem was not corrected. No patient involvement.

Manufacturer narrative:
(B)(4). Carefusion tech support determined that the most probable cause of the reported event was a faulty gas delivery engine (gde). The foreign distributor was shipped a replacement gas delivery engine, and issued a return goods authorization (rga) number for the return of the alleged faulty gas delivery engine for evaluation. As of 03/27/2015 the alleged faulty gas delivery has not been received. Should the alleged faulty gas delivery be received and evaluated, a f/u medwatch reported will be submitted.